Manufacturer narrative:
Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.

Event description:
It was reported that following use of the listed device, the needle bent backwards while attempting to retract into the safety mechanism. This resulted in the clinician enduring a needle stick.